Event description:
It was reported that during priming, one unit of one unit of prismaflex m100 set c an external fluid leak was observed at the waste bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Their visual inspection observed the reported leak from the drain bag. This component is provided to baxter (B)(4) plant already assembled by our supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.